Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue. Reportedly, the customer went to the hospital for an elevated blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.